Manufacturer narrative:
Integra has completed their internal investigation on october 17, 2017. Results: evaluation of returned device; the explanted device was returned and visual failure analysis was performed. No significant damage was visible. In addition, functional testing was performed using two trial stems from rec-59: 22-4165 (diameter 6.5) and 22-4175 (diameter 7.5). Both trial stems inserted into the poly head without excessive force but with an audible snap. The stem was held securely into the head when the system was held upside down by the head. DHR review; no evidence of a nonconformance that may have caused or contributed to the reported event. Complaints history; a search of the results of the short description field containing ¿katalyst¿ showed ten complaints of radial head displacement off of the stem from january 2012 to present. During this period of time, there have been 945 katalyst implant surgeries performed. (B)(4). Conclusion: based on the information to date, the root cause for the event is unknown. Failure analysis did not show evidence of any damage or functional issue that would have prevented adequate fixation of the stem to the head.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2016, the surgeon first implanted a katalyst radial head implant in patient. It was either lot# kv0016 or kv0060. One (1) was dropped on the floor and wasted that day and the other was implanted, but I don¿t have that information in ss. Patient returned a couple months after his initial procedure and xrays showed the patient was in 5-6mm of ulnar positive which he was in negative or neutral immediate post-op. Revision surgery was done on (B)(6) 2017 with the intention of telescoping the stem to get him into ulnar neutral or negative. When he did he noticed the radial head poly was not securely fastened on the morse tapered stem. He easily separated the radial head implant and replaced it with a new implant size 24mm lot# kv0101. The event lead to 20-30 minutes surgical delay. Additional information received from the sales specialist on april 24, 2017: - name of procedure performed on (B)(6) 2016 ¿radial head replacement. - initial diagnosis and treatment plan - radial head fracture. - was there any relevant events such as trauma or falls since the initial implantation? None reported to me from the surgeon. - the patient was presenting any symptom when he returned a couple of months after the implantation? Not sure . - please provide x-rays after the initial implantation and the x-rays showing the 5-6mm of ulnar positive? I do not. - are there two issues here? (That the head and stem became detached and that the stem was coming out of the radius?) - surgeon intended to telescope the neck/radial head implant to bring the patient into ulnar neutral/negative. In the process of doing that he noticed the radial head was no securely fastened to the morse taper. The radial head was easily detached so he removed it and snapped on a new one. It could not be determined before sx that the radial head was not secured on the morse taper.